Event description:
It was reported that large amplitude noise with oversensing was observed on the right ventricular (rv) lead in stored high ventricular rate episodes on remote transmission. Further testing was recommended. There were no reported patient consequences.